Manufacturer narrative:
The manufacturer investigation was based on the information available, including the log file of the device. Based on the logged entries it could be confirmed that the device repeatedly performed warm starts between 11:50 pm and 11:55 pm on (B)(6) 2020. The error codes can be attributed to a faulty mixer cartridge. The device behaved as specified and tried to remedy the identified device malfunction with warm starts. During a warm start, the device opens the airway system to allow spontaneous breathing of the patient this process is accompanied by an alarm. In the event of an unsuccessful warm start, a continuous acoustic alarm is activated and the emergency breath valve remains open. The warm starts are repeated until the unit is switched off. Manual ventilation with another device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device repeatedly rebooted while in use. No patient consequences reported.